Manufacturer narrative:
The insulin pump was received with scratched lcd window. Moisture damage was found on keypad traces and electronic assembly. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of moisture damage from the insulin pump. The customer's blood glucose reading was unknown. The customer reported moisture exposure and fluid under the display. The customer stated that there were no cracks on the pump. The customer will be sent a replacement pump. The customer will return the pump for analysis.